Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A batch review will not be performed as the lot number is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
On an unreported date, the patient began treatment with extraneal viaflex (dose, frequency not reported), intraperitoneally (ip) for automated peritoneal dialysis (apd). On an unreported date in (B)(6) 2010, the patient was diagnosed with bacterial peritonitis and hospitalized on (B)(6) 2010. The severity of the bacterial peritonitis was reported as moderate. Peritoneal effluent laboratory data was not reported; however, an antibiogram was performed on an unreported date. Remedial medication was administered according to the results of the antibiogram. On an unreported date, the patient began remedial therapy with vancomycin hydrochloride (dose, route and frequency was not reported) and ciprofloxacin (dose, route and frequency were not reported). Extraneal viaflex was ongoing. Antibiotic treatment dates were not reported. On (B)(6) 2010, the patient was discharged from the hospital and the patient recovered from the event of bacterial peritonitis. The physician reported the event of bacterial peritonitis was not related to extraneal viaflex therapy.